Event description:
The customer reported that on (B)(6) 2012 at 8:00 am, her blood glucose measured 194 mg/dl, so she took a 5.2 unit insulin bolus. Her bg was 222 mg/dl at noon (1.75 unit correction bolus), 207 mg/dl at 1:52 pm (5 unit bolus), and 226 mg/dl at 3:15 pm (reported a bolus but not the dosage). At 4:39 pm, her bg reached 306 mg/dl and she changed the pod. When it was removed she saw that the cannula is kinked.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the kinked cannula or determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user¿s guide warns ¿test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider,¿ and advises ¿to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed).¿